Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3, vomiting, fever and dizzy. Concurrent conditions included cough. In 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological/psychiatric problems (depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these hospital visits were due to complications from the essure device. Coils noted after placement of the tube on the right were 4; coils noted after placement of the left were 7. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received: events psychological/psychiatric problems depression, mental anguish and product information were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 3, vomiting, fever and dizzy. Concurrent conditions included cough. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these hospital visits were due to complications from the essure device. Coils noted after placement of the tube on the right were 4; coils noted after placement of the left were 7. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia) and did not undergo essure confirmation test. Patients demographic information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and embedded device ('that on the left has migrated into the myometrium of the uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3, vomiting, fever, dizzy, multigravida and parity 3. Concurrent conditions included cough. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaid's and paracetamol (acetaminophen). In 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological/psychiatric problems (depression"), anxiety ("mental anguish") and embedded device (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and embedded device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, embedded device, heavy menstrual bleeding, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: these hospital visits were due to complications from the essure device. Coils noted after placement of the tube on the right were 4; coils noted after placement of the left were 7. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: 1. Two curvilinear metallic densities within the pelvis likely represent malpositioning of e sure contraceptive devices. That on the left has migrated into the myometrium of the uterus while that on the right likely remains within the fallopian tube. 2. Renal cysts. 3. Severe scoliotic curvature of the spine. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter's information added.lab data added.event:that on the left has migrated into the myometrium of the uterus were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.